Manufacturer narrative:
Device evaluation the explanted pump was returned for evaluation. The report of hemolysis could not be confirmed. The pump was returned with the driveline cut approximately 7 inches from the pump housing and the severed portion was not returned. Examination of the proximal side of the outlet stator revealed a small, non-laminated deposition situated adjacent to the outlet bearing ball. The small, red deposition did not appear large enough to obstruct flow. Although origins of the deposition could not be determined, the lack of contact marks on the outlet bearing cup indicate that the deposition was not present in the outlet stator while the device was operating and would not have likely contributed to any functional issues. The deposition could not be conclusively correlated to the reported event. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation could not conclusively determine the cause of the reported hemolysis. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 57 days.  The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced hemolysis with an abnormal echocardiogram. Patient was admitted to hospital and listed 1a for orthotopic heart transplant (oht). The patient was transplanted on (B)(6) 2017. No additional information was provided.